Event description:
A malfunction was reported, indicated by a malfunction code that caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." There was no injury or presence of ketones, and no third-party assistance was required. The customer treated the high blood glucose with a correction injection via multiple daily injections (mdi). During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.